Manufacturer narrative:
Investigation summary: no physical samples were not received for testing and evaluation; one photo was submitted for evaluation of this incident. The photo displayed package label and 20ga unit without the needle cover. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): based on the evaluation of the submitted photo, fm was observed on the end of the catheter tubing near the needle tip. Root cause: indeterminate: ¿ the defect foreign matter was confirmed based on the evaluation of the photo. The photo did not provide enough information to identify the characteristic of the fm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that an unspecified number of 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination and catheter tip damage/deformation. Product defects were noted prior to use. The following information was provided by the initial reporter: after opening the package and uncapping the catheter, I see a piece of plastic stuck to the bevel, which seemed abnormal to me.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination and catheter tip damage/deformation. Product defects were noted prior to use. The following information was provided by the initial reporter: after opening the package and uncapping the catheter, I see a piece of plastic stuck to the bevel, which seemed abnormal to me.